Manufacturer narrative:
Medwatch report mw5149135.

Event description:
On 02-jan-2024, nurse assist received a medwatch report via e-mail of the following event description from medwatch report: I had surgery on (B)(6) 2022. I was instructed to use sterile saline to clean my wound 3 times a day. I order the saline in question from amazon on september 13, 2022. I contracted an infection on (B)(6) 2022, and was hospitalized for 3 days. I came home and continued to use the saline to clean my wound. As a result, I spiked a temperature and had red streaks going from the wound up my abdomen. I contacted my physician and was sent directly to the hospital on (B)(6) 2022. I was hospitalized for 7 days this time. As a result of the infection, the wound/incision skin died. I spent a year seeing numerous doctors, wound clinic, had to have a wound vac and continued having tubes from the incision until (B)(6) 2023. I can provide all the dates, visits etc., but there are numerous records.